Event description:
It was reported that a dye study was being performed and they were not able to withdraw anything back from the cap (catheter access port). The dye study was being done because the patient had fallen off a deck and as a result they were checking everything out. The patient had been receiving no relief from the medication/of pain as well it was noted despite switching from intrathecal morphine to intrathecal hydromorphone. After several aspiration attempts during the dye study, the contrast dye was able to delineate the catheter with a coil noted and a potential kink along with l5 ¿ s1 level. A roller ¿ball¿ study was also performed however the results were not provided. Both studies occurred on the date of this report. It was noted the patient was receiving effective therapy however they were referred to an orthopedic surgeon for a catheter revision. Follow up information received noted the medication within the device system was turned down to minimum rate. Pertinent oral medications the patient was taking at the time of the event included percocet. Surgical intervention had not occurred. The catheter remained in the patient not in use and the patient was scheduled to see the health care provider (hcp) that did their implant. In terms of how the patient was now doing, it was noted they had recovered without permanent impairment. They had been prescribed oral dilaudid since the pump was turned down to minimum rate. The device system was used to deliver hydromorphone. Additional information including the results of the scheduled appointment with the patient¿s implanting hcp has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).